Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l5-s1 to treat spondylolisthesis. It was reported that during final tightening the gasket of the multi axial screw broke. The screw was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Additional info: visual inspection confirms the bone screw disassembled from the head. The ring and crown were still assembled in the head. A portion of the ring has been sheared off, with the remaining portion of ring still seated in the groove of the head. Bone screw head diameter within print specification. The retaining ring is fully seated, but has been partially sheared off. A broken portions of the ring is split and bent out of the ring groove. The sheared portions are on either side of the retaining ring gap, which could reduce force required for ring failure. The above observations are consistent with overload as the mechanism of failure.